Event description:
It was reported the wireless telemetry feature does not work. It was also reported the ECG (electrocardiogram) connector pin was loose and causes noise with patient leads. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the block to allow wireless communication was not checked, analysis found that wireless communication functioned normally after this box was checked. It was also noted that the electrocardiogram (ECG) connector was loose and caused noise, and a standoff was missing near the parallel on the mother board. (B)(4): analysis found that the cable insulation was cut and damaged.